Manufacturer narrative:
The pt's attorney initially reported, a single composix mesh which was filed with the FDA under MDR 1213643-2010-00501 when davol was originally made aware of the complaint. However, medical records were later rec'd that identified additional meshes. Based on medical records, an obese pt with an extensive history of hernias and a proctocolectomy was treated for repair of a recurrent hernia with a bard composix mesh on (B)(6) 2006. Pt had previously been treated for a ventral abdominal wall hernia using bard meshes on (B)(6) 2003 and (B)(6) 2005, and for a peristomal hernia on (B)(6) 2005. Pt was treated on (B)(6) 2006 for multiple recurrent ventral hernias using a bard composix mesh and fixated with a protacker. In a (B)(6) 2006 CT scan report, it was noted that the pain in the pt's right and left sides was likely due to the fixation stitches, and that there were no signs of recurrent hernia or infection. On (B)(6) 2009, the pt was treated for abscess, removal of infected mesh and a small bowel resection. Among the mesh pieces were found "several coiled hernia tacks which were quite sharp and were felt to pose a significant risk to the underlying bowel. The operative report notes that the pt had a high likelihood of recurrent hernia. The pt was treated for recurrence and abscess, both stated as possible adverse reactions in the product's IFU. Based on the information available, it is unk whether the bard devices contributed to the alleged events. No samples have been returned and no specific device failures have been alleged. Refer to MDR 1213643-2010-00501 for the mesh implanted on (B)(6) 2003, 1213643-2010-00165 for the mesh implanted on (B)(6) 2005 and 1213643-2010-00163 for the mesh implanted on (B)(6) 2005.

Event description:
Based on review of medical records provided by pt's attorney: on (B)(6) 2003 - exploratory laparotomy with repair of incarcerated ventral hernias using bard composix mesh, excision of umbilicus. On (B)(6) 2005 - repair of recurrent peristomal hernia with bard composix mesh, excision of seroma cavity. On (B)(6) 2005 - repair of incarcerated recurrent ventral hernia with bard composix mesh. On (B)(6) 2005 - partial explant of infected mesh from abdominal wall. On (B)(6) 2006 - explant of mesh. Abdominal defect closed with sutures. On (B)(6) 2006 - repair of multiple ventral incisional hernias with bard composix mesh. Protacker used for fixation. On (B)(6) 2009 - evacuation of abscess with debridement of abdominal wall, lysis of adhesions, partial explant of infected mesh, small bowel resection and placement of wound vac.